Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device froze during self-test. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device, and observed that the device froze during self-test. The cause was isolated to the user interface pcb assembly. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device froze during self-test. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer declined the repair, so the device was returned to the customer unrepaired. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
Section d4, catalog # of the initial medwatch report indicates 70507-000150. Section d4, catalog # of the initial medwatch report should indicate 99507-000090.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the device froze during self-test. As a result, the device would have been in a lock up condition and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.